Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital for low blood glucose levels. It was reported that the customer had been as low as 13mg/dl and had a seizure. The customer declined to troubleshoot at this time.